Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: "the following device(s) was received: percutaneous insertion handle (part # 03.010.046 / lot # 9290199), 4.2mm three-fluted drill bit (part # 03.010.061 / lot # 9865508), recon locking aiming arm (part # 03.010.048 / lot # 9200420), 12.0mm/8.0mm protection sleeve (part # 03.010.063 / lot # 9204265), 8.0mm/4.2mm drill sleeve (part # 03.010.065 / lot # 9118572), 4.2mm trocar (part # 03.010.070 / lot # 9136144). Cannulated connecting screw for percutaneous handle (part # 03.010.146 / lot # u212480) the returned devices are is excellent condition with minimal cosmetic damage. No functional damage was found on the returned devices. The instruments were assembled together with a lateral entry femoral nail (part# 04.003.376 , lot# 4945781) available at the complaint handling unit (chu), and the complaint condition could not be replicated. Due to the tight tolerances and design, the construct is susceptible to lateral forces during the surgery that are unable to be replicated in the chu. It is likely that soft tissue distractions forces are the cause of this complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes for this report include fsm. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: october 21, 2014 no anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4) utilized to capture unintended imaging patient underwent. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lateral entry nailing to repair a mid-shaft femoral fracture, when the nail was down, as they went to drill a static transverse screw, the drill bit hit the nail which forcibly stopped the drill. The surgeon redirected the bit forcibly by pushing on it, using the outer sleeve and passed the bit through the nail. An approximate 15-20 minute delay and additional c-arm shots (x-rays) were required. The surgery was successfully completed without further incident. This is report 5 of 7 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.